Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder joint repair surgery, the anchor of the footprint ultra broke. The procedure was successfully completed using a smith and nephew back up device and no surgical delay was reported. No pieces fell inside the patient. The back up device was used in the original bone hole so no void was left in the patient. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the distal anchor fractured just below the suture window. The distal end of the actuation bar is bent almost 90 degrees with the proximal end of the distal anchor and the proximal anchor still on the actuation bar. The suture string was returned off the insertion device. The anchor pieces are clogged with biological debris. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.